Manufacturer narrative:
Two subject devices were returned to olympus for evaluation. There was no indication which device was associated with which patient identifier. During inspection and testing, the allegations of not releasing were confirmed. 1st device the operating pipe and the operating wire of the handle were broken. 2nd device the operating pipe of the handle was deformed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus employee reported on behalf of the customer, a doctor could not release the single use ligating device. It was exchanged for another device, but it was unable to be released as well. The third device was able to be released and the unspecified therapeutic procedure was completed. There was no patient harm associated with this event. Event 1 of 2 this report is being submitted for the issue with the first single use ligating device, under medwatch with patient identifier (B)(6). The issue with the second single use ligating device is being reported on the medwatch patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, a likely mechanism causing the reported event might be the following: 1. At the root of the handle, an attempt was made to release the loop by pushing the slider with the bent coil sheath. 2. Due to the motion of above 1 description, the operating pipe was stuck at a bent area of the coil sheath. 3. Force to push the slider was applied to the operating wire that was stuck, and the operating handle was pressed causing deformation. 4. After the operating pipe became deformed, the slider was pushed and pulled continuously. This caused the deformed operating pipe to break. 5. The operating pipe was either deformed or broke, and the slider could not be operated. As a result, the loop could not be detached. The following information is stated in the instructions for use (IFU): ¿·do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·never use excessive force to operate the instrument. This could damage the instrument.¿ olympus will continue to monitor field performance for this device.